Event description:
The home patient (hp) contacted baxter's technical service center regarding system error 2240 alarm which occurred on the home choice (hc) during dwell 4 of 5. The hp had three bags connected. The hp had solution in the heater bag and there were no leaks. There was no hp or bag disconnect. The baxter technical service representative (tsr) advised the hp to cycle the power to clear the alarm. The hp continued therapy with manual supplies. The solution to the problem was provided over the phone. On (B)(6) 2010 product surveillance spoke with the hp's nurse who stated that she was aware of the alarms because the hp's husband called her. The nurse confirmed that there was no patient injury or medical intervention. The nurse stated that she thinks the alarms may be due to the hp using bags that are not made by baxter. The nurse stated that the hp requires that a protein is put into saline instead of the dextrose bags baxter makes. No further detail was available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 5 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The supplies were discarded; therefore, a sample was not available for evaluation. Should additional information become available, a follow up MDR will be sent.